Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient for chest pain, the device inappropriately shut down. The customer indicated they swapped the battery and the device still shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.